Event description:
It was reported that during a transurethral prostate enucleation procedure, irradiation failed after a popping sound was heard. The laser fiber and blast shield were replaced, but the second fiber also didnt work. The device showed no errors. Later, a defect was found in the condenser lens, though it wasnt clear if the damage came from the fiber or console. The procedure was not completed. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. This report is for device 1 of 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a transurethral prostate enucleation procedure, irradiation failed after a popping sound was heard. The laser fiber and blast shield were replaced, but the second fiber also didnt work. The device showed no errors. Later, a defect was found in the condenser lens, though it wasnt clear if the damage came from the fiber or console. The procedure was not completed. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. This report is for device 1 of 3.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during a transurethral prostate enucleation procedure, irradiation failed after a popping sound was heard. The laser fiber and debris shield were replaced, but the second fiber also didn't work. The device showed no errors. Later, a defect was found in the condenser lens, though it wasn't clear if the damage came from the fiber or console. The procedure was not completed. It was confirmed that the issue was primarily due to the console. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia. This report is for device 1 of 3.